Event description:
It was reported that high impedance was observed. There was no known trauma that may have caused or contributed to the high impedance. The patient was referred for surgery. The patient underwent generator and lead replacement due to the lead discontinuity. The generator was replaced prophylactically. It was reported that the explanted devices were discarded by the explanting facility; therefore, no product analysis can be performed.